Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that, on two separate occasions, the patient experienced vibration that lasted approximately 15 continuous minutes. Abbott technical support was contacted, device records were provided, and analysis of the records indicated no patient alerts were noted. Additionally, according to programming, the patient notifier of the device is delivered as 6 second vibrations delivered 4 times, 10 hours apart. Following the assessment by abbott technical support, it is unknown if the physician continues to consider the vibrations the patient experienced to be due to the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.